Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that patient was revised for unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as part and lot numbers are unknown. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned [due to being discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient was revised for unknown reasons. After explantation, the surgeon performed a simple total knee arthroplasty. No further information is available.